Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via (B)(4) transmission. It was noted that the patient had been experiencing dizziness. Upon review, the pulse generator exhibited output anomaly. No intervention was performed. The patient would continue to be monitored. No further information was available.